Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 559mg/dl. The caller stated that his glucose level was treated with the insulin pump, but it did come down, and found that the cannula was bent. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The customer stated that the bolus history and daily totals were not matching. The customer delivered 0.2 bolus and it recorded in the bolus history, but it did not match the daily totals. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with 1.0 unit per hour and monitored for twenty four hours. The basal profile delivered completely. The unit then was programmed with multiple boluses and monitored. All boluses delivered completely and were properly recorded in the bolus history screen. No daily total, history, bolus, or basal anomaly noted.